Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9616680-2011-00204, 9616680-2011-00205.

Event description:
It was reported that the products failed intra-operatively and replacement implants were used to complete the surgery. Sales rep added that the products appear compatible and they fit correctly. Sales rep further added that he thinks that they were placed skewed which is the reason why they jammed. Sales rep further reported that it does not appear as though there is a defect with the implant itself. No adverse consequences were reported. A less than 30 minutes delay was reported.